Manufacturer narrative:
(B)(4).

Event description:
According to the reporter they had a (B)(6) study. There was no harm to the patient or user and no intervention was required. A repeat procedure will be necessary. The device is expected to be returned for evaluation. No other known adverse events were reported.